Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir would not lock into place. The customer states they did not notice any damage. The customer's blood glucose level was unknown. The customer states they would try belt clip and monitor the device.